Event description:
In 1994, patient had device implanted. On 2/99 doctor notes that patient showed "early poly wear" and radiograph dated 12/99 identified poly wear "almost down to zero." Patient revised in 2000.